Event description:
It was reported that during the initial implant of the right ventricular (rv) lead after initial connection to the device, the rv pace/sense (p/s) impedance was greater than 3000 ohms. The physician removed the lead from the device and noticed that the p/s pin looked crooked and attempted to straighten the pin. The lead was reconnected to the device where it tested normal. One week later at the follow-up, the lead impedance was again greater than 3000 ohms. During the lead revision, the pocket was opened, and the p/s pin was removed, wiped off and reinserted back into the device. The impedance, sensing and capture all tested normal. At follow-up one week later, the rv lead impedance was again greater than 3000 ohms, high thresholds were noted and oversensing of noise was seen on the stored episodes. The device was turned off and the patient was brought back for an rv lead replacement. When the new lead was connected to the existing device there was also noise noted on the electrogram (egm) and the impedance was again greater than 3000 ohms . The physician decided to implant a new device due to possible connector issues. The new device and new lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead, implanted: (B)(6) 2014; 429688, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.